Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to determine the root cause; only the clinical report was evaluated. Based on the clinical information provided, the root cause of the limb ischemia is due to the patient's condition.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 62-year-old male noted as high risk surgery was to be implanted with an impella 5.5 prior to surgery. Delivery of the impella 5.5 was unsuccessful due to the anatomy of the patient. The team implanted an impella cp. Once transferred to the floor, the patient lost flow down the leg. The device had to be explanted and manual pressure was used to close the access site.